Manufacturer narrative:
Insulin pump received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements or verify unexpected battery power loss due to display anomaly.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery now when she went swimming. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.